Manufacturer narrative:
Product event summary : the full lead was returned and analyzed,no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infection. The organism was identified as enterococcus faecalis bacteremia. A transesophageal echocardiogram (tee) noted artifact verse vegetation on the right atrial lead. Antibiotic treatment was necessary. The device and leads were explanted and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.